Event description:
It was reported that versacross connect laac access solution selected for unknown procedure. While opening the device packaging, the sterile packaging was accidentally compromised. It was mentioned that breach was noted when the device was brought up to the ep product storage room, not in context to any procedure. The breach occurred at some time during transport, the box itself was damaged and the plastic had a small puncture. No patient involvement was reported. The device is not expected to be return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.